Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose and sensor glucose readings. Review of available sensor data in the data management system did not indicate any device malfunction. Evaluation of available data showed patterns consistent with calibrations that may not have been based on true fingerstick blood glucose measurements. The user was advised to enter only blood glucose meter values obtained via fingerstick when calibrating, as use of estimated values or other sources may affect system performance. The user was advised to continue using the system and to enter calibrations when prompted, using true blood glucose values. Review of the data management system confirmed that the system remains in active use with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.